Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery alarms when the customer was changing her site. Customer's blood glucose was 442 mg/dl. Customer treated her blood glucose with insulin injection. During troubleshooting, customer reported that the insulin did not exit with plunger push. Customer was advised the alarms were cause by set and reservoir connection. Customer will not be returning the reservoir for analysis.